Manufacturer narrative:
A follow-up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2023, a free flow of levophed had occurred. The intended infusion rate is 4.7ml/hr and volume to be infused was 250ml. Medication was free flowing out of the bag even though the infusion was not started yet. The patient experienced rapidly climbing blood pressure as noted through arterial line. The IV tubing was disconnected from patient and blood pressure stabilized. No medication was given to bring the down blood pressure. The blood pressure came down on its own after the tubing was disconnected according to the report.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported that on (B)(6) 2023, a free flow of levophed had occurred. The intended infusion rate is 4.7ml/hr and volume to be infused was 250ml. Medication was free flowing out of the bag even though the infusion was not started yet. The patient experienced rapidly climbing blood pressure as noted through arterial line. The IV tubing was disconnected from patient and blood pressure stabilized. No medication was given to bring the down blood pressure. The blood pressure came down on its own after the tubing was disconnected according to the report.